Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead was not capturing during ventricular high rate (vhr) events. The pacing mode during the stored vhr episodes was ddd mode, so modified ventricular pacing (mvp) may have detected loss of atrial ventricular (av) conduction and switched to ddd. In the opinion of the company's technical services consultant the 4 vhr episodes were not a true high ventricular rate. It could be that the ventricular pulse events are not capturing the ventricle and the vhr events are from intrinsic r-waves. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data reveals that, possibly the vp events are not capturing the ventricle and the vr events are from intrinsic r-waves. This is not being caused by the daily measurements. The pacing threshold and lead impedance trends look stable and ok, so it doesn't appear to be loss of capture during these vhr episodes.